Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had constant tone. The customer's blood glucose was unknown at the time of incident. The customer stated that the constant recur after inserting a battery. The customer was advised to put insulin pump to rest. The customer performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.